Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09/13/2014 with the following findings: no power on reset events observed in the black box. Battery cap was not returned. New test battery cap fully attaches to the pump with no yellow o ring showing. A 24hr duration test was successfully completed using the test battery cap; no power interruptions were duplicated. The pump cover was removed; no evidence of internal moisture or damage to the power circuit was found. Unable to duplicate the complaint. Unrelated to the complaint, battery compartment is cracked below the bumper grip.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (intermittent power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.